Event description:
It was reported that during a laprascopic cholecystectomy procedure, the device was fired on the cystic duct and the clip was sideways in the jaws. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(6).